Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. Customer changed supplies to address occlusion alarms, and resumed insulin delivery. Customer reported blood glucose level was elevated but did not provide a value.